Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the bulb had burned out for charing indicator on the perfusion system. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer called to order a new bulb. They only have one perfusion system. The user facility's biomedical engineer (biomed) tested perfusion system base with a spare bulb to confirm base was charging.